Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when inserting the impella cp the catheter kinked, making it not possible to deliver the impella. The impella cp placement was aborted. There was no patient harm.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had calcification and there was slight tortuosity preventing successful delivery of impella. Product damage (catheter kink) : the cause of the injury was determined to be patient condition as the patient had calcification and there was slight tortuosity preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.